Event description:
The customer reported that the monitor froze while taking a bp reading on a patient.

Manufacturer narrative:
The customer reported that the touchscreen was inoperative while taking a bp reading on a patient. The blood pressure of the patient was described as being extremely high and the patient was provided with additional therapy at the hospital. However, all available information supports that this is not related to the user interface being inoperative. Indicated that no death, serious injury or other adverse event was reported to have occurred as a result of this occurrence. The inop message, along with the touch screen being apparently non-operational, was obvious to the user during close observation, as described in our labeling. User reference guide (pg 28) described personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. The philips field service engineer (fse) followed-up at the customer site, troubleshot the questionable equipment and determined that the mp5 touch bezel needed to be replaced. Following replacement of the touch screen, the fse tested the device and verified proper operation. Following this, no further calls were logged in clarify that could be associated to this issue/monitor. We will consider that replacement of the touch bezel resolved the issue. No final communication was requested and none is warranted. No further investigation or action is warranted.